Event description:
The facility reported an infusion pump with failure code 570 which occurred during biomed testing. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.